Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge on the charging pad despite correct orientation and power connection, and the pad¿s indicator light was blinking; a replacement charging pad was arranged to restore charging, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.